Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the remote communicator associated with this pacemaker displayed a red call doctor icon. Upon data review, it was determined that this alert was triggered for a code 1003, which states that the voltage is too low for projected remaining capacity. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the remote communicator associated with this pacemaker displayed a red call doctor icon. Upon data review, it was determined that this alert was triggered for a code 1003, which states that the voltage is too low for projected remaining capacity. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Event description:
It was reported that the remote communicator associated with this pacemaker displayed a red call doctor icon. Upon data review, it was determined that this alert was triggered for a code 1003, which states that the voltage is too low for projected remaining capacity. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Manufacturer narrative:
This report is being submitted to correct field of aware date. This product investigation is still in progress. This report will be updated when product investigation is complete.